Event description:
It was reported that the system could not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. The fse instructed the customer on shut down procedures.